Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the 7.2 unit bolus test. Pump was received with reservoir compartment door detached from the pump case.

Event description:
Information received by medtronic indicated that the reservoir compartment was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.